Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an anterior and posterior repair, and posterior introital scar revision due to cystocele, rectocele, genuine stress incontinence, and posterior introital scar. At this time she also underwent the placement of a transobturator suburethral sling due to stress urinary incontinence. ***medical history: gravida 3, para 2-0-1-2, hypertension, diverticulosis, decreased hearing secondary to tinnitus, anxiety attacks, depression, seasonal affective disorder, obesity. Past surgeries: hysterectomy. Allergies: sulfa, penicillin. Family history: mother, deceased at (B)(6), secondary to breast carcinoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an anterior and posterior repair, and posterior introital scar revision due to cystocele, rectocele, genuine stress incontinence, and posterior introital scar. At this time she also underwent the placement of a transobturator suburethral sling due to stress urinary incontinence. Medical history: gravida 3, para 2-0-1-2, hypertension, diverticulosis, decreased hearing secondary to tinnitus, anxiety attacks, depression, seasonal affective disorder, obesity. Past surgeries: hysterectomy. Allergies: sulfa, penicillin. Family history: mother, deceased at (B)(6), secondary to breast carcinoma.